Event description:
Tap-it was reported that 124 days after implantation of a 2.75x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal ramus intermedius artery. A pre-intervention stenosis of 95% and timi iii flow was reported. Percutaneous transluminal coronary intervention (ptci) was performed on the lesion using a 2.5x9mm maverick balloon. A 2.75x16mm taxus stent was then deployed at 14 atm in the region of the lesion. A post-procedure stenosis of 0% and timi iii flow was reported. The patient received heparin, and intracoronary nitroglycerin during the procedure. No information concerning complications was reported. The patient presented 124 days after the initial procedure with in-stent restenosis in the proximal ramus artery. The percentage of in-stent restenosis was not reported. Ptci was perfromed using a 2.75x15mm quantum maverick monorail balloon. Subsequently, a 2.75x16mm taxus drug eluting stent was deployed in the region of the lesion. A post-procedure residual stenosis percentage was not reported. The patient received heparin, nitropaste, nitroglycerin, and lopressor during the procedure. It was reported that the patient was "transferred in stable condition". No information concerning complications was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.